Manufacturer narrative:
Evaluation codes were provided. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clearlink system non-dehp continu-flo solution set is having fluid overload. This occurred during infusion. It was stated that the roller clamp was too difficult to regulate which caused the patients to receive too much fluid. There was no report of patient injury or medical intervention associated with this event. No additional information is available.